Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of a closure top broke off during surgery. The closure top was removed and replaced with an alternative closure top to complete the procedure. There was a surgical delay greater than 30 minutes in length, but there were no impacts reported as a result of the delay.

Manufacturer narrative:
(B)(4). The returned closure top was evaluated. The threads were confirmed to have partially fractured off. The cause is likely the result of improper alignment of the mating pedicle screw with the sleeve, which causes the closure top to cross-thread during tightening within the pedicle screw and leads to thread damage. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.